Event description:
Additional information received from the initial reporter confirmed the procedure name was bilateral endoscopic sinus surgery.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (b3/b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to a communication failure caused by cable breakage since the cable was found twisted. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Do not strike the camera head. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D2: additional product codes nwb. E1: phone number added: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation confirmed that the screen does not appear (black) had occurred. In some cases, the screen returned to normal by unplugging and plugging in the connectors; connector connection error occurred in rare cases. Additionally, the cable was twisted, connector was cracked and the head section of the main body was worn (printing). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a screen that does not appear (black), there are cases where it can be restored by unplugging the connector. Also, in rare cases, a connector connection error occurred. The issue was found during preparation for use for a therapeutic procedure and the procedure was completed. There were no reports of patient injury or medical intervention associated with this event.